Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results found that the (B)(4) device was received with the right jaw disengaged from the cam. In an attempt to replicate the reported incident, the device was tested for functionality and it ejected the remaining clips due to the condition of the device. In addition; the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and would not fire on the initial firing. They completed the procedure with a new like device. There was no patient consequence reported.